Event description:
In 2008, the pt called for assistance with changing his insulin cartridge. He had already inserted the insulin cartridge into the infusion device but stated there were small air bubbles in the cartridge. He was instructed to unscrew the insulin cartridge from the piston rod allowing the cartridge to slide out of the infusion device. The pt pulled the insulin cartridge from the infusion device and the plunger became stuck to the piston causing a small amount of insulin to spill into the cartridge compartment. He dried the cartridge compartment with paper towel. He was then able to fill a new insulin cartridge with no air bubbles and to perform the change cartridge procedure. He stated that he does not normally allow insulin to reach room temperature before filling the insulin cartridge. He was advised to do so. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.